Manufacturer narrative:
On (B)(6) 2017, the customer reported that the blood glucose level had been resolved and the pump was working properly. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had ongoing high blood glucose (bg) levels and insulin injections were administered to address the high bg. A pump system check was performed and no insulin was observed exiting the infusion set tubing. Reportedly, the customer had been using humalog in the cartridge for more than 48 hours. The customer changed out the cartridge, insulin, infusion set tubing and site.